Manufacturer narrative:
(B)(4).the sample was discarded and the lot number is unknown. A batch review will not be conducted. If additional information becomes available, then a follow up MDR will be submitted.

Manufacturer narrative:
(B)(4). This complaint for a system error 2240 (air in set) occurred during the initial drain was not confirmed due to lack of sample. Not enough data is available within the report to identify root cause; therefore, the root cause of the complaint was not determined. Similar reports have been received for the reported problem. The root cause investigation is in progress through (B)(4).

Event description:
A customer contacted baxter's technical service center regarding the home choice (hc) system error (se) 2240 (air in the set), during the initial drain. The technical services representative (tsr) explained the alarm and explained that the home patient (hp) needed to end therapy and start over with new supplies. The tsr assisted the hp to end therapy and instructed the hp to call her nurse or a family member for help. Baxter (B)(4) contacted the hp on (B)(6) 2011. The hp stated she did not notice anything with the setup at the time of the alarm that she thought may have caused it. The hp stated her cg started over with new supplies and the hp resumed therapy without any problems. There was patient involvement. No patient injury or medical intervention was reported.